Event description:
Ob pt was started on pitocin controlled by IV controller set at 3ml/hr. Three minutes later rn noted fhr deceleration. Rn placed controller on hold. After two add'l minutes rn noted apparent free flow and clamped tubing. Unknown amount of medication delivered. Treated pt with 02, position change and IV flush for uterine tetany and fhr deceleration. Delivered by c section 2-1/2 hrs later. No known adverse effect on mother or baby.